Event description:
Received notification from b braun medical that they have identified a defect in the infusomat space pump IV set where short tubing segments may be causing false air-in-line alarms due to incorrect contact with the conductivity sensor within the pump. FDA safety report ID # (B)(4).